Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics, for this reason the pcb has been replaced. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump display was stained. The service found out that the device had been damaged by penetration of liquid.